Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MFR report number: 2015691-2022-08465 for another surgical valve related to this event.

Event description:
It was reported that this patient with a 7300tfx 31mm mitral valve, implanted for five years and 11 months, is being evaluated for valve-in-valve procedures due to stenosis.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, h6.

Event description:
It was reported that this patient with a 7300tfx 31mm mitral valve, implanted for five (5) years and 11 months, is being evaluated for valve-in-valve procedure due to moderate aortic stenosis and severe mitral stenosis. Patient was admitted to hospital for acute exacerbation of congestive heart failure. Patient was treated with inotropic assisted diuresis and placed on guideline directed medical therapy involving medications. Tee during admission showed moderate aortic stenosis and severe mitral stenosis with worsening gradients. Physician recommended the patient for tmvr to treat the patient's worsening mitral stenosis. No tmvr has been scheduled.